Event description:
It was reported that a file separated in the canal during a procedure. The pt is scheduled for follow-up treatment, though outcome of the event is not known as of this report.

Manufacturer narrative:
Several unsuccessful attempts were made to obtain further information pertaining to outcome of this event, though the doctor did respond to a letter that was sent, indicating that the pt was referred to a specialist for further treatment.